Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. Device image shows the device had exited shipped settings on (B)(6) 2023, about 24 weeks prior to attempt to implant. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Performed device history review (DHR) review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that during testing, it was noted that the implantable cardiac monitor's (icm) battery was depleted. The icm was not used. There was no patient involvement.